Event description:
According to the event description: according to our observations, the sent-in pump is not dispensing correctly. Despite the set time of 24 hours, it always finishes the infusion earlier.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4 device information updated. D9 device returned to manufacturer. H4 device manufacturer date. D4 device information updated. D9 device returned to manufacturer. H4 device manufacturer date. General information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030 serial number/batch: (B)(6). Software version: 688n030005. Hours of operation: 1085. Further information: n/a. Investigation results: history inspection: the device history files were read out and analyzed. The customer specified no date as the date of the incident. The last therapy was analyzed. 2024-09-12 at 4:20 an ops 50ml syringe was selected. The syringe was filled to approx. 41,5ml. The therapy was started with a flow rate of 2,09ml/h at 4:22. The therapy was terminated by syringe empty alarm after 19hours und 38 minutes. 41.09ml were infused in total. No abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. No visible damaged parts are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A ops 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0.24%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.